Event description:
The pt stated he received an 03 (low electronic battery alarm) for the second time in two weeks. The pt stated that his power pack only lasted 5 days, he then replaced the power pack and this power pack only lasted 2 days. The pt stated that both times he received the 03 alarm and the infusion device shut down. The pt stated that his blood glucose was affected. He stated that his blood glucose read "hi" on his blood glucose meter (typically greater than 500 mg/dl). He reported feeling thirsty, sweaty and going to the bathroom a lot." The pt's normal range is 80-255 mg/dl. The pt administered an insulin injection to reduce his blood glucose values. The product was requested to be returned for evaluation.